Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint from the customer, reporting the touch points on the v60 ventilator touchscreen were not sensitive. The device was not in clinical use. There was no patient or user harm. The device did not meet specification for intended use and was removed from service. A philips authorized service provider (asp) evaluated the device and confirmed the reported problem by performing a touchscreen calibration procedure. The asp reported touchscreen calibration resolved the issue. No part replacement was necessary. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.